Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s right ventricular lead exhibited t-wave oversensing which resulted in an inappropriate shock. The lead also exhibited decreased r-wave sensitivity when lying down or standing. The change in sensitivity first began in (B)(6) of 2017. The possibility of a lead revision was discussed and the patient was stable.

Manufacturer narrative:
A partial lead in two pieces measuring 54.0 and 6.5 cm were returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received on january 9, 2019 indicates that the patient¿s lead was removed and replaced. The patient was stable throughout.